Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This report is associated with MFR report numbers: 3005168196-2015-01251. 3005168196-2015-01252.

Event description:
The patient was undergoing a coil embolization procedure in th ascending aortic artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully deployed and detached three ruby coils into the pseudoaneurysm using a px slim delivery microcatheter (px slim). The physician then deployed a new ruby coil into the pseudoaneurysm but was unable to detach the coil using the handle. After three unsuccessful attempts to detach this ruby coil, the physician attempted to use a needle holder (hemostat) placed lengthwise on the end of the ruby coil pusher assembly to detach the coil but was unsuccessful and the back of the pusher assembly broke off. The physician removed the undetached ruby coil from the patient and was able to deploy and detach three new ruby coils into the pseudoaneurysm using a new handle without any issues. During an attempt to deliver a last ruby coil, the scrub technician was unable to advance the coil through its introducer sheath and into the px slim. The ruby coil did not enter the patient and was not used. At this point, the physician was satisfied with the results of the embolization and decided to end the procedure. There was no report of an adverse effect to the patient.